Event description:
It was reported the filament of the abbott diabetes care (adc) device remained in customer's skin. The customer experienced redness, and was unable to self-treat, and scheduled removal of the sensor filament stuck in skin from healthcare professional (hcp) for the issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.